Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. Based on the legal manufacturers investigation, during the course of the in-service, the customer stated that they were not suctioning the scopes prior to flushing the scopes with detergent. The event is not the device defect. Reprocessing process training to the user facility was implemented. Reprocessing in accordance with IFU is now conducted. All of ercp scopes are reprocessed in accordance with IFU, including suctioning process. No infection occurrence was confirmed from the user facility in the past. Scopes, possessed by the user facility, have never positive culture tested. No patient injury or infection was reported. The cleaning and disinfectant solutions: manual:prolystica, aer:rapicide. No deviation from IFU in cleaning process after being measured at reprocessing in-service training.

Manufacturer narrative:
This is the first of three associated medwatch reports filed for this event. There are three devices associated with this event. There is not additional information for this event as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during reprocessing for an in-service appointment it was noted that the device was not being suctioned prior to flushing the scopes with detergent. There is no reported harm to any patient. There are three devices associated with this event.